Event description:
It was reported that cassettes were alarming no disposable, pump won't run. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
Additional information received on (B)(6) 2022 via email and attached to complaint object: patient information updated in complaint. The patient has colon cancer. The patient did not receive medical treatment after the event nor were there any relevant tests. The outcome of the event was that the patient was under-dosed his fluorouracil. Patient was prepared a new cassette, with less medication to account for lost time. Product is not being returned. Patient experienced no disposable pump would not run alarm, presented to infusion clinic at 08.00am. 64ml of fluorouracil 4000mg/100ml cassette had been infused. 36ml of 1440mg had not been infused and remained in the cassette. A new cassette containing 1450mg/29ml fluorouracil prepared. As only nine hours remained prior to infusion clinic closing, remaining dose of 1440mg (rounded to 1450mg) to be infused over 9 hours, at 3.2ml/hr. H6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.